Event description:
On (B)(6) 2015, bio-rad laboratories technical support received a call from a customer who had observed an increase in positive/equivocal samples that do not confirm for an eia assay when used with the pr4100 microplate reader. Upon investigation, it was discovered that the default index values of the calibrator (0.75) were not updated to the actual values of the lot specific calibrators for the cmv igg assay in the dms-magellan software in the pr4100 microplate reader. The pr4100 microplate reader user manual instructs the user to update the lot specific values before reading the plate. The user failed to enter the lot specific values as instructed. As a result of this user error, two of the samples were incorrectly reported as negative for cmv igg. Subsequently, organs from those patients were transplanted into four recipients.